Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and condition of a cosmetic defect was observed during servicing. If additional info becomes available, a supplemental report will be submitted.

Event description:
Report received from (B)(6) stating that service was required for the device. During service a cosmetic defect was observed. The device was not being used during surgery. It is unk if injury or medical intervention had occurred. There was no additional info provided.